Event description:
It was reported that there were episodes of oversensing on the right ventricular (rv) lead. The patient did not receive any inappropriate therapy due to the oversensing. The rv lead was explanted and replaced to resolve the event and the patient was stable.

Manufacturer narrative:
The reported event of oversensing was confirmed. A partial lead was returned for evaluation in four pieces. Visual inspection revealed damaged ring electrode and inner coil lumens at proximal region of the lead with damaged cable coating and polytetrafluoroethylene (ptfe) liner of the inner coil are consistent with over tightening of the suture sleeve and the reported event.